Event description:
Customer alleges she was in her kitchen at 11:00pm when she inadvertently turned on unit with her sleeve and ran into cabinet when she reached for a glass. Jammed her foot under cabinet.

Manufacturer narrative:
The device was returned and evaluated. No functional defects found.

Event description:
Customer alleges she was in her kitchen at 11:00pm when she inadvertently turned on unit with her sleeve and ran into cabinet when she reached for a glass. Jammed her foot under cabinet.

Manufacturer narrative:
The serial number and date of manufacture have been updated. The device was evaluated by a field service technician. The device is working properly.

Event description:
Customer alleges she was in her kitchen at 11:00pm when she inadvertently turned on unit with her sleeve and ran into cabinet when she reached for a glass. Jammed her foot under cabinet.

Manufacturer narrative:
The serial number and date of manufacture have not been provided at this time. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be submitted.